Event description:
An investigation was performed following a complaint filed on 07/01/2015 indicating that on (B)(6) 2001 the patient underwent a spinal surgical procedure with implantation of an rti osteofil icm moldable strip graft. Post-operatively, time frame unknown, the patient experienced complications in reference to pain, immobility, and being bed ridden for a long time. Eventually, the patient was able to walk some but within 15 minutes of standing, the patient would be completely stooped over. On an unknown date, the patient underwent a second spinal surgical procedure involving t-12 to sacrum in attempts to put curvature back in the spine which had become straight. The surgeon indicated the patient had exaggerated bone growth due to bmp and was only able to clear the bone growth from l3 which impeded the surgery. The complaint form indicated the patient denied the utilization of infuse. Clinical records were requested from the surgeon's office. To date, no additional information has been provided to rti for review.

Manufacturer narrative:
The graft remains implanted; therefore, a re-review was conducted of the manufacturing records, quality control/assurance reviews and release, and the complaint database for related complaints associated with the donor. Results: no deviations were noted during processing for donor (B)(6). The graft was sterilized by a process validated to eliminate the potential for disease transmission; demineralization and gamma irradiation. To date, rti has distributed 9 moldable strip paste grafts from the donor and received 8 records of implantation without related complaints. Conclusion: the graft remains implanted. Records review result showed no deviations during processing for serial ID (B)(6) and met all specification requirements and release criteria at the time of distribution. Although implant therapy is highly successful and predictable, it is not without possible early or late complications. Published data suggest that no patient is 100 percent pain free after surgery. Many factors can contribute to post-operative pain. Examples include infection, foreign body response, trauma, noncompliance with therapy, and the presence of adjunct hardware or implants. It is more plausible that the patient's complications are associated with a source or event extrinsic to the graft.